Event description:
Pt is a chronic hemodialysis pt. Three minutes after dialysis started pt complained of burning in mouth. Blood pressure dropped from 173/80 to 108/48. Dialysis immediately stopped. Saline bolus and oxygen per nasal cannula give. Pt. Condition good. Dialysis resumed with new dialyzer and lines. One-two minutes into dialysis pt complained of burning sensation of body with blood pressure drop from 150/90 to 90/p. Again dialysis immediately stopped. Oxygen given pt stable post incident. Dry pack dialyzer rinsed, new lines set up. Treatment proceeded without further incident. Pts condition good. Blood specimens drawn post two events. Spun for hemolysis: negative for hemolysis.